Manufacturer narrative:
Investigation in progress; anticipated revision surgery. Remains implanted, anticipated revision.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for stem loosening. The sales rep was reporting that the patient is being revised and wants to know the current implants in patient and method to remove the liner. As per the sales rep, patient has an implex stem (tmt design controlled device). No further information is available. The revision surgery is scheduled for (B)(6).

Manufacturer narrative:
Item number and lot number were not provided. Device history records were not able to be reviewed for hip components. No device or photos were received; therefore the condition of the device is unknown. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Attempts were made to obtain additional information. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for stem loosening. The sales rep was reporting that the patient is being revised and wants to know the current implants in patient and method to remove the liner. The revision surgery is scheduled for march.